Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in need of a unspecified repair request. The device was not in use on a patient; there is no information provided by the initial reporter that indicated patient involvement. No adverse event involving patient or user was reported.

Manufacturer narrative:
This was identified as a duplicate of report (B)(4) .

Event description:
It was reported to philips that the device was in need of a unspecified repair request. The device was not in use on a patient; there is no information provided by the initial reporter that indicated patient involvement. No adverse event involving patient or user was reported. This was identified as a duplicate of report (B)(4).